Event description:
I got this email from our hospital distribution center: for those of you who stock this one in your clean supply rooms: please look at the product today. Some of the packages appear to have some type of condensation on the gauze. Please pull anything that appears to be contaminated and give it to me. I have four of these that were pulled. This is the same problem that happen back seven months ago, that were pulled from surgery. I contacted the executive territory manager and he sent me a shipping label number. I also asked for a follow up letter from the prior incidents.